Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console intermittently generated restriction/ kink alarms. The customer checked all tubing outside of the patient and saw no noticeable kinks. They were then advised that there may be a kink occurring inside the body and were asked if they had gotten a chest x-ray recently. The customer also reported variations with the patient's blood pressure and diastolic augmentation waveform which coincided with the alarms. The customer was then advised to use a mobile fluoroscopy to trace the iab for any possible trouble areas. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console intermittently generated restriction/ kink alarms. The customer checked all tubing outside of the patient and saw no noticeable kinks. They were then advised that there may be a kink occurring inside the body and were asked if they had gotten a chest x-ray recently. The customer also reported variations with the patient's blood pressure and diastolic augmentation waveform which coincided with the alarms. The customer was then advised to use a mobile fluoroscopy to trace the iab for any possible trouble areas. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering the rear tamper end of the membrane. The guidewire was also returned inserted through the iab, along with the pressure tubing attached to the extracorporeal tubing. An inner lumen/catheter tubing kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed and no leaks were detected. An optical fiber laser test was performed and a break was detected within the y-fitting. The iab was placed on the cs300 pump for a complete two-hour autofill cycle. The iab inflated normally; however, an ¿unable to update timing¿ alarm triggered. The returned condition of the iab indicated a kink and a broken optical fiber. Although we were unable to duplicate the reported alarm, kinks may cause a catheter restriction alarm. Additionally, the reported blood pressure variations were attributed to the broken optical fiber. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). Additional initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console intermittently generated restriction/ kink alarms. The customer checked all tubing outside of the patient and saw no noticeable kinks. They were then advised that there may be a kink occurring inside the body and were asked if they had gotten a chest x-ray recently. The customer also reported variations with the patient's blood pressure and diastolic augmentation waveform which coincided with the alarms. The customer was then advised to use a mobile fluoroscopy to trace the iab for any possible trouble areas. There was no patient harm or adverse event reported.